Event description:
Patient has experienced hyperglycemia of 200-300 mg/dl and nausea for the past several days, and he believes the insulin delivery of the infusion device is too low. He attempted to correct hyperglycemia with the infusion device, but this was not successful. He changed the accessories of the infusion device and reported no insulin flowed out. The infusion device displayed an e6 mechanical error several days after the accessories were changed. He changed the battery and battery cover and rewound the piston rod, but another e6 mechanical error appeared when he tried to bolus. Patient also reported the infusion device makes loud noises. His normal blood glucose is 100-120 mg/dl, and he did not require treatment from a health care professional or second part to address the issue. The infusion device was replaced and requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.